Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar (fb) instrument could not be removed from universal surgical manipulator (usm) 1 due to a broken cable, which caused the instrument to be stuck in the cannula. In addition, fb instrument did not open and close normally. Eventually, site was able to remove the fb instrument with the cannula together. Site used a new fb instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred. The wrist of the instrument could not be straightened due physical damage (broken main tube). Port incision was not increased to remove the instrument and cannula together. The instrument did not collide with any other instrument. There was no abnormality noted with the fb instrument such as a dislodged/misaligned jaw or grip tip sticking out.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the grip. A loop of wire was sticking out from within the grip routing, preventing the grips from operating properly. The wire insulation was damaged, and the wire was not exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 of 3 attempts. Additional observation(s) related to customer reported complaint: the instrument was found to have conductor wire insulation damage inside of the grip routing. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. Although the conductor wire insulation was damaged, the internal wire could not be seen. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.